Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. This report is supplemental to previously submitted 2243072-2026-00360. It has been determined that the legal manufacturer is curitiba. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental has been submitted for 243072-2026-0036.

Event description:
The following information was provided by the initial reporter: it was reported that dirt was found inside the needle during handling. Disposable needle 40x12 s disp seg. Expiry date: 31/10/2030. Lot: sagaab051d. Invoice number: (B)(4). Sample available. The sample will only be taken if the product is exchanged. After 60 days of notification, the sample will be discarded. Sample collection times: monday to friday, from 8am to 4pm. Additional information provided: material number was identified as 300017 on 05/18/2026.